Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026 the patient called in inquiring about the upgrade of the receiver from g6 to g7. The patient reported that he was been hospitalized before due to hypoglycemia because of the receiver g6 that did not work properly. The patient declined to provide further information about the event. Patient was doing fine at the time of the report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.